Event description:
It was reported during a non contact mapping procedure, in the initial phase at the geometry creation stage, the pt experienced a pressure drop then an electromechanical disassociation and then expired. The pt was an ICD recipient and the night prior to the procedure, 18 shocks were delivered to the pt. The array catheter was discarded at the hospital and lot number is unk.

Manufacturer narrative:
The device was not returned for eval and review of the device history record was not possible as the lot number is unk. The cause for the reported pressure drop, electromechanical disassociation and subsequent pt death remain unk.